Manufacturer narrative:
Eval summary: the complaint device associated with this report was received for eval. It is unk if the product was used according to label indications. Testing of the product is in progress. Batch records were reviewed for lot 163027f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163027f met all release criteria prior to product release. There are no similar reports for this lot. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested via phone on 09/20/2010, and via e-mail on 09/21/2010. (B)(4).

Event description:
A consumer's husband reported his wife experienced an eye infection in both eyes following the use of this product. He stated, he took the solution to a lab and had the product and the consumer's contact lenses cultured. He reported results of the contact lens culture did not reveal anything; however, the results of the culture of the solution revealed pseudomonas. Additional info has been requested.